Event description:
During a shoulder procedure, the ceramic portion of the distal end of 2 vapr se electrodes broke off into the patient's body. All was retrieved and the case was concluded successfully, without further incident or harm to the patient. (See MDR 1221934-2006000020 for device 1 of 2 of this issue)